Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information provided by a doctor who informed the event was not resolved. No medication, medical intervention or hospitalization were required to treat the event. Per the surgeon, the device caused or contributed to the event. The affected eye was the right one.

Event description:
A doctor of ophthalmology reported two cases of central haze which looked like phimosis or calcification after surgery. An anterior yag treatment may be performed to improve this. Another physician suggested it probably concerns a case of calcification (with regard to lower vision), no phimosis (since center optic remains clear with that) or whitening intraocular lens (iol). Additional information has been requested but not received to date.